Event description:
Customer reports an under infusion of ampicillin. Ampicillin 1900 mg in 66 ml of fluid was ordered to infuse over 30 minutes. The user programmed the infusion as a primary infusion and after 30 minutes observed that 30 ml of fluid remained in the bag. The device was reprogrammed to infuse the remaining 30 ml which infused without incident. No patient harm reported, medical intervention required or ill effects experienced by the patient. Investigation: the facility's data set, pc unit and pump module event logs were received and reviewed. Continued investigation is pending receipt of the pc unit and pump module. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.